Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the analysis of the returned lead section identified a surface abrasion at the 11.5 cm from the connector pin due to lead friction to the ICD. The inner coil was not exposed at this location. No other anomaly was found on the lead section aside form damage consistent with explant. Electrical continuity testing was performed while manipulating and stretching the lead section and the resistance measurements across the coils and conductors were within specification. However, the resistance measurement of the svc coi/conductor could not be measured since the svc conductors were missing. A complete analysis could not be performed without return of the entire lead. Reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.